Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that chest pain, st elevation myocardial infarction (stemi) and stent thrombosis occurred. In (B)(6) 2011, the patient presented with substernal chest pain associated with shortness of breath, sweating and nausea. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. Subsequently, coronary angiography and the index procedure was performed. The target lesion was a de-novo lesion located in the proximal left anterior descending (lad) with 99% stenosis and was 10 mm long with a reference vessel diameter of 2.8 mm. It was treated with pre-dilatation and placement of a 2.75 mm x 20 mm taxus® liberté® stent. Post placement of the study stent, jailing was noted at the first diagonal (d1) branch. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented due to complaints of sudden onset of chest pain radiating to the left upper arm and shoulder. Hence, the patient was hospitalized and cardiac catheterization was recommended. The electrocardiogram (ECG) results during admission revealed new st segment elevation. Cardiac enzymes were elevated and the patient was diagnosed with acute anterior stemi. At the time of the event, the patient was on aspirin. The study drug per protocol was last taken on (B)(6) 2013 and other antiplatelet medication was never taken during the study. Coronary angiography revealed 99% occlusion with thrombus right at the edge or proximal edge of the previously placed study stent, the stent then continues and appears to be open, 40% mid stenosis and a heavily diseased small diagonal branch. The 99% occlusion with thrombus at the proximal edge of the previously placed study stent located in the proximal lad was treated with thrombectomy, balloon angioplasty and placement of 3.00 x 15.0 mm non bsc stent resulting in 0% residual stenosis. The patient was recommended for aggressive medical therapy and long term statin therapy. Two days post procedure, the event was considered to be resolved without residual effects and the patient was discharged on aspirin and prasugrel the following day.